Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen malfunction. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A replacement touchscreen was ordered in a material only work order. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.